Event description:
It was reported that, during patient transport, the ventilator was running on battery but the compressor did not turn on. The patient was removed from the ventilator. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and did not duplicate the customer reported condition. The ventilator passed self-testing.